Event description:
The patient monitor started to alarm because the end tidal tracing was flat, showing no exhaled breaths. The ventilator monitor showed a blue screen showing ¿nihon kohden - treasure every breath¿ and was not delivering breaths. There was no alarm on the ventilator that sounded during this event.